Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus history was missing information from recent bolus deliveries. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Although requested, the customer declined to upload pump data for investigation.